Event description:
Event description guidant received information that this ventricular implantable lead had dislodged. During the procedure to reposition the lead, the set screw would not release and in the process, the physician stripped the seat of the set screw. The lead was removed from the header, but the physician elected to replace the device. During the implant of the new device, the atrial implantable lead became dislodged. While attempting to reposition the atrial lead, difficulties in retracting and extending the helix were experienced. Due to heavy tissue ingrowth in the helix of this lead, the physician elected to replace this lead.